Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. As a resolution, customer support arranged for a replacement pump to be sent, which included updated software. The customer was provided with instructions for using and returning the problematic pump, with training available through their tandem source account. The customer confirmed understanding of the return process and accepted the steps required for handling the replacement.